Event description:
New information received notes that during a subsequent follow up, increased capture threshold was observed. The lead remains implanted.

Event description:
It was reported that the lead had dislodged. Patient to be monitored. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.